Event description:
Boston scientific crm received information that the patient's latitude system for this implantable cardioverter defibrillator (ICD) declared a red alert due to the tachy mode being programmed off. It was believed that the patient was in a remote hospital at the time of the programming changes. The family members were unaware of any procedures. The remote hospital records were being tracked down. The patient's tachy mode was re-programmed back on. As of today, no further information has been made available.

Manufacturer narrative:
Available information suggest that this device remains in-service. Should additional information become available, this report will be updated.